Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the setting was performed as usual, and when the intraocular lens (iol) was implanted in the eye, a scratch was found in the iol optic. Since it was not a multifocal area, it was judged that there was no problem, and the iol was implanted as it was. The surgery was completed. Additional information has been requested.